Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During total arthroplasty surgery, the surgeon was not able to impact the glenoid sphere on the baseplate (impossibility to screw the sphere). Second try with another glenoid eccentric sphere (same reference - (B)(4) - other batch number: 0993av001). Again, the glenoid sphere could not be screwed. Use of a third glenoid sphere (centered) with another screwdriver to complete the surgery.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.